Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure date and name of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the patient experienced urinary urge incontinence. It was reported that patient had a urodynamic examination and urotherapy. It was reported that the patient did not recover and the event did not resolve. It was also reported that the doctor opined that the event was possibly related to the device and possibly related to the procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). Corrected information: b1, h1 - this medwatch report is being voided based on update received which confirmed the previously reported adverse events are not associated with the ethicon, inc. Product used or the study patient involved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: difficulties to empty the bladder and reduces sensation of needing urinate. Start date: (B)(6) 2024. Product name: tvt exact. Additional event details. End date: (B)(6) 2025. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a relationship to primary study procedure: possible if the event is marked as being related to the procedure, indicate which procedure the event is related to: index if procedure related and repeat/retreatment is selected, specify date: blank intervention/treatment: none: yes. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Specify: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Blood transfusion: no. Other: no. If other specify: blank. Outcome: recovered/resolved without sequelae did this event result in the patient¿s discontinuation of the study? Blank. Adverse event term: urinary tract infection start date: (B)(6) 2022 additional event details. End date: (B)(6) 2022 severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a relationship to primary study procedure: causal relationship if the event is marked as being related to the procedure, indicate which procedure the event is related to: index if procedure related and repeat/retreatment is selected, specify date: blank. Intervention/treatment: none: no. Drug therapy: yes. Surgical procedure, therapy, or intervention: no. Specify: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Blood transfusion: no. Other: no. If other specify: blank. Outcome: recovered/resolved without sequelae did this event result in the patient¿s discontinuation of the study? No.